Event description:
(B)(4). From the beginning, I started having issues... I had constant pain and heavy bleeding ( to the point to where my son freaked out cause I was cooking dinner and standing in a puddle of blood and didn't even know it ).. When my time of the month comes around, I start having horrid symptoms , fever, nausea, back pain , hip pain, leg pain, head aches, vomiting having to put towels down at night in case I bleed every where on my bed, having to carry a box of pads and tampons with me at all times, having to constantly change my clothes because I am always bleeding thru, can't even count how many times this has happened to me in public and not to mention the horrid mood swings.. Sex became painful which was never an issue before and my period would come when ever it felt like it and I would bleed for days and a heavy almost purple colored blood, I went to a different clinic (cause the doctor who inserted this thing in me was no help) and told them what my issues were.. They did a pap and said, oh well, it came back negative, so you are ok . And sent me on my way (no help at all), so here I am almost 4 yrs after inserting this thing and I am still suffering, I have no answers as to what I can do about this... And would like to know what I can do, can someone help?... I am a single mother now even a grandmother and not wanting to have any more children.. But I do want these symptoms to stop already, I don't look forward to my period every single month cause I know it will be horrible.. Please help